Event description:
Pt's bone fractured during trialing.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The product and lot code was not provided. The investigation could not verify or identify any evidence of product error/contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.